Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message for more than 2 hours after 7 days of wearing the adc freestyle libre sensor. Customer further reported being unable to test and subsequently experienced seizure and loss of consciousness. Customer treated with glucagon injection by her father. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message for more than 2 hours after 7 days of wearing the adc freestyle libre sensor. Customer further reported being unable to test and subsequently experienced seizure and loss of consciousness. Customer treated with glucagon injection by her father. There was no report of death or permanent impairment associated with this event.